Event description:
The manufacturer received information reporting that a patient is in heart failure along with other medical problems. The patient is asking if a new mask could be sent as the current one is leaking air and the nasal pillow is stretched out/leaking. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harm heart failure and other medical problems are assessed as not related to the device in this case. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.